Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: due to damage on charged couple device unit, a noise image occurred, because electrical contact of video connector was shaved, a noise image occurred, bending section cover had a scratch, adhesive on bending section cover had a chip, video connector had a scratch, video connector had a crack, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of forceps elevator lever, bending section could not be fixed firmly, due to damage on charged couple device unit, the image had white dots, video connector case had a crack, light guide cover glass had a scratch, light guide connector had a scratch, angulation lever had a scratch, forceps elevator lever had a scratch, up/down plate had a scratch, grip has a scratch, control unit has a scratch, switch 1 had a scratch, video connector case has a scratch, and light guide cover glass had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope had an image abnormality. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens had peeled off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.